Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11703, related manufacturer reference number: 2017865-2019-11704. It was reported that patient presented in clinic for follow-up with implantable cardioverter defibrillator eroding through skin, the device had migrated and a corner of the device was visible with puss. Patient reported having device sticking out for several weeks and had not been feeling well. Physician alleged erosion due to patient failure to present for clinic appointments. Patient was sent to the emergency room for system explant. The whole system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received stated that the patients condition post procedure was stable.

Manufacturer narrative:
Explant date missing.